Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose readings of 563 mg/dl. It was reported that the insulin pump alarmed no delivery and the infusion set needle was noted to be kinked prior to the hospitalization. It was also noted that the insulin pump was not delivering all the insulin. Customer's recent blood glucose level was noted to be 100 mg/dl. No further information reported.

Manufacturer narrative:
Unable to prime during prime alarm test due to moisture damage in force sensor. The insulin pump passed displacement and basic occlusion test. Unable to perform excessive no delivery alarm test and occlusion test due to prime anomaly. Cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. The units left in reservoir matched units left on status screen during testing.

Manufacturer narrative:
Unable to prime during prime/a33 alarm test due to moisture damage in fsr. Pump passed displacement and occlusion test. Unable to perform excessive no delivery alarm test and occlusion test due to prime anomaly. Cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. Units left with reservoir matched units left on status screen during testing.